Event description:
In 2001 the end-user called minimed, USA and stated that the tubing detached from the luer connection. On august 15, 2001 maersk medical received the complaint and 1 used tubing. The near-incident took place in USA.